Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the helix of the lead would not retract. The lead was not used and a new lead was implanted. The patient was stable.